Event description:
Additional information received reported after several investigations there was still no solution for the patient. It was unclear which part of the stimulation system was causing the problem. It was noted that the first recharger seemed to be broken, but upon replacing the recharger the patient still felt uncomfortable heating under the skin at the pocket site. The plan was to replace the neurostimulator with a restore advanced in order to achieve a less frequent recharging interval. The neurostimulator was going to be removed abdominally to avoid any discomfort to the back side. The patient outcome was not yet known.

Event description:
It has been reported that when the patient connected their programmer to the implanted neurostimulator (ins) for charging, they received 6 of 8 bars of telemetry. After a few minutes, the programmer reported that the ins was overheating and automatically stopped the charging. Charging was unsuccessfully tested with another re-charging system. The patient showed normal body temperature (no fever). Subsequent testing with the patient showed that charging lasted 30 min when charging with the ins in off mode. When the ins was on, charging would stop after 2 min. Impedances were checked to be okay. Stimulation intermittently stopped and would start again with adjustment of body position (when moving her back). Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Programmer model 37754 serial# (B)(4).

Manufacturer narrative:
Recharger model 33754, serial # (B)(4).

Manufacturer narrative:
Product ID 37081-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type extension. Analysis of the implanted neurostimulator and extension found no anomaly.

Event description:
Additional information received indicated that the location of the stimulation and amount of stimulation received by the patient had not changed. The patient had tried recharging the device in ways that proved successful in the past, but the recharge would now stop due to the overheating. One of the recharge events began with the ins recharger in an elevated temperature state. The ins recharger used had not been in a car for more than 10 min before recharging began. The location of the ins rechargers prior to recharging include: on the table, in the hospital pharmacy and directly from the manufacturer. The patient was not moving during recharges and there were no changes in coupling. The second ins recharge attempt was performed in the doctor's office. The ins rechargers and antennas were not in a damaged state prior to recharge.

Event description:
Additional information received indicated that a third recharger was tried and also stopped charging due to high temperature. The patient experienced a heating sensation from the inside when recharging. The patient had been receiving appropriate stimulation. The recharger statistics from one of the rechargers confirmed that the temperature was >45 degrees celsius. The recharger was tested abroad and passed the "standard" tests. Review of the recharger showed that the patient started recharging with high temperatures on several occasions. An explant of the device was scheduled for 2012-(B)(6).

Event description:
Additional information received reported that the ins was explanted. The patient outcome was noted as "not yet known". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.